Event description:
Revision surgery after 8 years due to a luxated and broken tibia plateau. The reason was the broken fixation screw of tibia plateau and tibia component. Due to the loose screw the luxation ring levers the tibia plateau out of place. During revision surgery, the tibia plateau and tibia component was exchanged.

Manufacturer narrative:
The investigations are ongoing. As soon as the investigations are finished, we will write a follow-up report with the results. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.